Manufacturer narrative:
The pump was not explanted; therefore, will be not returning to the manufacturer for eval. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). Approximately 4 years post-implant, it was reported that the pt was readmitted into the hosp with cardiogenic shock and a power increase >13w with a pi<2. An echocardiogram indicated a dilated left ventricle, the aortic valve opened with every beat and a ramp study was also performed. The pt had elevated hemolysis parameters (ldh level>4000u/I) and signs of embolic stroke. The following day the pt expired in the ICU.